Manufacturer narrative:
Returned device was received in decent physical condition however, the front cover is dirty and scuffed. The water tank cover was also cracked and the drain fitting is rusted as well as the lcd being damaged. During the evaluation of the device, the customer's issue was replicated and the cause was found to be the cracked water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking from the reservoir tank cover. No adverse events were reported.